Manufacturer narrative:
Correction: h6 field: patient codes updated. Code of sepsis was removed.

Event description:
It was reported that patient experienced infection and device was explanted. Device is not available to be return. No additional patient effects were reported.

Manufacturer narrative:
This supplemental is to correct the following: h6 field: patient codes updated. Code of sepsis was added.

Event description:
It was reported that this patient's entire system was explanted due to an infection. The products are not expected to be returned and no additional adverse patient effects were reported.

Event description:
It was reported that patient experienced infection and device was explanted. No additional patient effects were reported.